Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 810:11 was confirmed during product evaluation. The assignable cause was an out of calibration air in line (ail) printed circuit board (pcb). The ail pcb was recalibrated to correct the reported condition. Additional information: the user interface module software version is 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This issue has been escalated to CAPA. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with "failure code 810:11 occuring during preventative maintenance." During product evaluation by baxter service personnel, a colleague infusion pump was found with failure code 810:11 during infusion, found in the event history. It is unknown when this event occurred. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available. The user interface module master software version is currently unknown.